Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. On 27-may-2025, the field service engineer (fse) flushed the sample probe wash station and cleaned the lines to the vacuum tank. All wash stations were cleaned. Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for hba1c on a cobas c 513 analyzer. The initial result was 58.7 mmol/mol. The repeat result was 35.7 mmol/mol. On (B)(6) 2025, the sample was repeated with a result of 37.4 mmol/mol.

Manufacturer narrative:
The field service engineer (fse) replaced the valves and tubing of the cuvette rinse station. The customer has had no further issues since the last service visit. The fse performed multiple service actions over the course of various visits to the customer site. As several service actions were performed, the specific cause of the event could not be determined.

Manufacturer narrative:
The issue was not resolved at the customer site. Discrepant hba1c results were provided for an additional patient sample (patient 2). The initial result was 51 mmol/mol. The sample was repeated due to a delta check. The repeat result was 39 mmol/mol. The investigation is ongoing.

Manufacturer narrative:
Discrepant hba1c results were provided for an additional patient sample (patient 3). The initial result was 48 mmol/mol. The repeat result was 37 mmol/mol. The field service engineer (fse) checked the instrument, replaced the reagent probes, and removed and cleaned the bushing. The investigation is ongoing.